Manufacturer narrative:
The customer was emailed the backup and restoration of the device. The customer communicated that they were able to copy the files and the issue was resolved. This complaint is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the socked of the evis exera iii video system center was not working and the customer needed to copy settings to another device of the same type. As reported, the customer was not able to get an image but the scope works in another room. It is unknown whether the event impacted patient care, but no harm or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The device was not returned to olympus for evaluation so the cause of the reported issue cannot be conclusively determined. It is possible the customer experienced an intermittent issue because of the failure of dp board parts due to repeated use for a long time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.